Event description:
It was reported by the customer that the device spontaneously powered off then back on during pt use. There were no adverse affects to the pt reported as a result of the reported failure.

Manufacturer narrative:
Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA.